Event description:
Physician experienced a brush sheath detaching from the brush while deploying a fiducial during a procedure.

Manufacturer narrative:
3007222345-2022-00011 occured during the same procedure.

Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently not included in the initial medwatch report and to provide the investigation results. G3: date received by manufacturer was missing from the initial report and should have been 11-feb-2022. The device was not returned to veran for investigation. Based on the results of the investigation, the complaint data indicates that the ins-0352 broke within the sheath while placing a fiducial. There will be a sheath anchoring and adhesion design change to address this issue. Veran will continue to monitor field performance for this device. This supplemental report is being submitted as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
Additional information regarding the reported event: there was no impact on the patient or the procedure due to the reported issue. The procedure was completed with no delay after switching to a new brush.